Event description:
According to the available information insertion of the stent by the surgeon; the tip of the stent is sharp and deformed; replacement of the device.

Manufacturer narrative:
According to the complaint description, the lot number is available but not the sample. After receiving this complaint we searched for other complaint and we didn't find other complaint regarding the lot number. Unfortunately, without sample available from the customer we cannot do more than documentary investigation which revealed no anomaly recorded during production. Checking quality database revealed no anomaly in connection with the described problem.

Event description:
According to the available information, insertion of the stent by the surgeon; the tip of the stent is sharp and deformed; replacement of the device.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.